Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from prolonged use or misuse are likely probable causes of the reported event. We recommend that all instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the drill snapped/broke while drilling through the implant. All pieces were recovered. There was an s&n backup device available. There were no delays in the procedure and no patient injuries were reported.